Event description:
A pt presented on (B)(6) 2011, with severe abdominal pain post-essure micro-insert placement ((B)(6) 2011). On (B)(6) 2011, the physician removed the devices laparoscopically and performed a bilateral tubal ligation. Surgical notes reflect pt had bilateral salpingitis and fibrosis. Pt was last seen on (B)(6) 2011 and her pain had subsided. F/u to obtain the medical necessity of removal was performed and the physician responded stating the pt had an allergy to titanium, therefore, she removed the devices.

Manufacturer narrative:
Several attempts were made to obtain the medical necessity of removal with no success. The physician finally responded stating the pt had an allergy to titanium, therefore, she removed the devices. It was not determined the devices were the root cause of the pt's pain until (B)(6) 2011, when the physician finally responded to the sales rep call.

Manufacturer narrative:
(B)(4).